Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. The system was then tested and met product specifications. No samples were returned for evaluation and no additional info provided revealed to this event. For this reason, steps could not be taken to replicate or confirm the reported event. This root cause is unk. (B)(4).

Event description:
A customer reported that during cataract surgery, the chop function did not work. The system was exchanged and the surgery was completed. There was no pt harm.